Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Decision was made to recall based on an investigation which identified that the supplier anodized the screw the incorrect color. There is no possible adverse health outcome to the patient as the screw is the correct size and is low profile non-locking and can be used with the plate. (B)(4).

Event description:
It was reported the distributor noted the screws were the incorrect color on (B)(6) 2015. There was no patient involvement.